Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was unknown. The customer also reported condensation under their insulin pump's screen. It was found the customer did not have any cracks on their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
There was no button error alarm noted. All of the buttons functioned properly. The unit had moisture damage on keypad traces. There was no moisture damage found on lcd electronic assembly board. The unit had cracked reservoir tube lip, minor scratched lcd window, cracked case at window display corner, belt clip slot, battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).